Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: a review of the black box and alarm history revealed multiple consecutive ¿call service (cs) 054/cs052/cs012¿ alarms on 03/10/2015. There was no power on reset events observed between the consecutive alarms. The battery cap and cartridge cap were not returned; therefore, a test battery cap and cartridge cap were used to complete investigation. During evaluation, the pump was powered on with auditory alert and long vibrations. The display screen remained blank upon start up and the remaining steps were unable to be completed. The pump¿s cover was removed; there were no intermittent conditions found to the display circuit; however, there was a component failure found on the pcb. The reported ¿missing segments¿ complaint was duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).